Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized two times due to low blood glucose on (B)(6) 2018. The customer's blood glucose was high 300 mg/dl on (B)(6) 2018. The customer treated their blood glucose issue with intravenous glucose. The customer was wearing insulin pump during hospitalization. The customer declined troubleshooting on insulin pump. The insulin pump will not be returned for analysis.